Event description:
It was reported that the patient stimulation was not helping the lower extremity pain. Patient also reports numbness or tingling. It was also noted that the patients ipg was not holding a charge. The patient underwent a revision procedure wherein the old ipg was replaced with an MRI compatible. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1132 ((B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient stimulation was not helping the lower extremity pain. Patient also reports numbness/tingling. It was also noted that the patients ipg was not holding a charge. The patient underwent a revision procedure wherein the old ipg was replaced with an MRI compatible. The patient was doing well postoperatively.